Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 45 mg/dl. The patient reported that 5 more units of insulin was delivered without using the bolus calculator. No further details to report.

Manufacturer narrative:
Correction to d(4): model no changed from 18900-5a to 14500-5a. Catalog no changed from unavailable to ust400. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k192659.